Event description:
It was reported that the implantable cardioverter defibrillator (ICD) depleted prematurely due to inappropriate shocks from a fractured right ventricular (rv) lead. It was further reported that a lead integrity alert lead integrity alert (lia) triggered due to noise on the rv lead. Short v-v intervals and non-sustained ventricular tachycardia ventricular tachycardia (vt) episodes were noted, with seven shocks. The device was explanted and replaced, and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products. Product ID: d224trk, implantable cardioverter defibrillator (ICD), (B)(6)  2011; a 4196, implantable pacing lead, (B)(6) 2011. (B)(4).